Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the suture broke upon insertion into the ligament. The suture and needle was reported to be left inside the patient and the physician did not attempt to retrieve it. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio open access suture capturing device does not reveal any failure. Also, during functional inspection, the carrier was actuated three times and it extended without any problem. Then it was actuated (deployed) three times with the suture and the needle entered in the slot and it was not detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the product returned does not have the needle detached nor functional issues. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the suture broke upon insertion into the ligament. The suture and needle was reported to be left inside the patient and the physician did not attempt to retrieve it. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.